Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is on-going hmag reference number: (B)(4). FDA reference number: (B)(4).

Event description:
It was reported to hamilton medical ag, that: "according to the personnel, the breathing circuit set (pn 260128 / ln unknown) alarmed with "exhalation obstructed". The device was taken out of use and the customer contacted hamilton medical ag requesting the device and circuit set be analyzed." No patient involvement, medical intervention or patient, user or third party harm was reported.